Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient went to the hospital and was diagnosed with staphylococcus aureus and morganella morganii. For treatment, the patient had to have the site drained surgically and was prescribed amoxicillin and bactrim. The patient wore the pod longer than 48 hours on the back. The patient also had a swollen face.